Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a level 1 hotline 3 blood and fluid warmer alarmed "low reservoir level" and was turned off. It was noted that the device was left off accidentally due to "the busy case". The patient received non-warmed blood, which resulted in clinically significant hypothermia. No permanent injury was reported.